Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low p-wave amplitude sensing and high capture thresholds. Upon removal, there was tissue in the helix. The implant attempt was abandoned. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture and failure to sense were unconfirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification and sensing test found no anomaly contributing to reported event of capture problem or sensing problem.

Event description:
New information received indicated the leadless pacemaker (lp) exhibited failure to capture during procedure. The patient was in stable condition.